Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. A follow-up report will be submitted upon the completion of baxter's investigation or if any additional information is received.

Manufacturer narrative:
(B)(4). Product surveillance made contact with the patient who explained she did not notice anything unusual with the supplies/packaging. The patient stated the samples were discarded, and she setup with new supplies. The patient was able to provide the lot information. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Per the complaint information, the patient stated there was air in the patient line. This complaint was not confirmed in the lab due to a lack of a sample. A batch review was performed with no issues noted. There was not enough data within the complaint information to identify root cause of the air. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A patient contacted global technical services (gts) regarding assistance with needing to end therapy while using the homechoice (hc) during the initial drain cycle (patient not connected). Gts assisted the patent in ending therapy, as requested. The patient stated there were air bubbles in the patient line and she disconnected. No injury or medical intervention was reported. There is no additional information available.